Event description:
It was reported that the patient received inappropriate shocks due to noise. The lead impedance was high and the short interval count (sic) increased by 268 in 1 day. It was questioned whether the lead was fractured. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.